Event description:
The facility reported an inaccurate infusion pump. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving the pump since the last baxter service event.